Event description:
The threaded lock cannula detached from the extension tube.

Manufacturer narrative:
The actual sample is not available for the investigation. A rep sample and extension tube are being sent for investigation. Additional info has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).